Event description:
A medtronic rep reported camera tracking issues with the stealthstation treon navigation system. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt was present at the time of the event. A system check was performed on site and the issue was confirmed. After about 1 hour warm up time tracking ceased intermittently for a second or two. Significant dimming of camera led output corresponding to these tracking issues was discovered. The site chose to replace the treon with an s7 rather than replacing the camera, and has taken the unit in question out of service.